Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member that the patient experienced an infection. The lead was explanted. No further patient complications have been reported as a result of this event.